Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and a forceful pull. Hemostasis was achieved with the device clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.